Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the pump did not detect air in line; additional pump testing required due to an unspecified patient incident. Although requested, there were no further details or information provided and no report of harm.

Event description:
It was reported that the pump did not detect air in line; additional pump testing required due to an unspecified patient incident. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The customer¿s report of failure to alarm for air in line was not confirmed. Physical inspection showed no anomalies. Pcu s/n (B)(4)¿ air in line settings 250 microliter pm s/n (B)(4) ¿ unit a pm s/n (B)(4).¿ unit b the cause of the customer¿s experience of non-alarming for air in line was neither confirmed nor replicated. ¿ pcu log files showed pump module (a) s/n:(B)(4) alarmed with air in line on (B)(6)2019 4 times, then user channeled off device and stopped infusion. ¿ pcu log files showed pump module (b) s/n:(B)(4) alarmed with air in line on (B)(6) 2019 at 2:44:48 pm and then user channeled off device and stopped infusion. Functional testing, and internal/external inspection performed on the returned pump modules found both devices to be in good working condition and alarming for air within specifications. The root cause of the customer¿s report of failure to alarm was not identified.